Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had accidentally initiated a temporary basal rate (temp rate) on the pump. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with stopping the temp rate and resuming basal insulin with the customer's normal rate.